Event description:
The facility representative reported to largo customer service a pump with an unintended shutdown. This event occurred at an unknown time. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
The device has not yet been received at baxter for evaluation. A follow-up report will be submitted after the device has been received, and evaluated.